Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 404 mg/dl mg/dl. Customer treated with pump. Troubleshooting found air bubbles in the reservoir and the needle was off on 4 sets. The customer stated that the site is changed every 2 to 3 days. Customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction.